Event description:
Material #302832. Lot #4290255. Verbatim: : ¿pharmacy has come across 2 bd 30ml sterile syringes that have junk on the plugger. When drawing back the 30ml syringe technicians have noticed that the black plunger has contamination on it. We had another occurrence on (B)(6)2025 when they found another syringe with the same issue.¿ **we have not sequestered this product as it is on allocation and the amount, we are allocated is just enough to meet our usage demands. Is there some a way for you to obtain a different lot# and come in to swap out all our stock of this lot # in both the warehouse and in the hospital?

Manufacturer narrative:
Device evaluation: it was reported there is junk on the plunger. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a plunger rod-rubber stopper out of the syringe barrel. At the center of the rubber stopper there appears to be lubricant. No other defects or imperfections were observed. The lubricant is medical grade and is applied during manufacturing to the syringe barrel inner wall and rubber stopper. This visible lubricant is an acceptable imperfection. A device history record review was completed for provided material number 302832, lot 4290255. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.